Event description:
Event description boston scientific, crm received information that this right ventricular lead experienced a complete fracture. As a result, it was capped and abandoned surgically. During the procedure, the physician elected to explant the pacemaker, as it is part of the insignia failure mode 2 advisory population described in the physician communication on september 22, 2005. A new right ventricular lead and pacemaker were successfully implanted during the procedure. No product performance allegations were made against the pacemaker, and no adverse patient effects were reported.